Event description:
As reported by the facility: 27 gauge 1-1/4" needle broke off in pt's back as anesthesiologist was attempting to provide local anesthetic prior to epidural insertion. Md denies manipulating the needle unnecessarily and states she entered once into the pt's back, when she removed the syringe, noted the needle was broken from the hub and remained in the pt's back. Event witnessed by laboring rn. Pt was in labor and delivered her infant without any further complications. Pt is to be scheduled to return to have needle surgically removed from her back. Additional info provided by the facility indicated the needle, a 27 ga x 1 - 1/4 inch, broke off at the hub and remained in pt. The hub section of the needle was discarded. X-rays show lodged between l1 and fatty tissue. Pt is fluffy and the needle lodged in fatty tissue well. It will need surgical removal which is yet to be done. Physician is trying to set up surgery to remove at this time. Additional info provided by the pt safety coordinator indicated at this time the pt is very apprehensive and does not want to have the fragmented piece of needle removed. To date, the pt has suffered no adverse sequela associated with the incident. The anesthesiologist will continue to monitor the situation. If the needle is removed from the pt, the facility will retain the sample for their internal investigation. It was requested a photo to be taken of the needle, if it is removed, and be sent to b. Braun for evaluation.

Manufacturer narrative:
The actual needle fragment remains in the pt at this time and the hub end of the needle was discarded. Without the needle fragment or the hub end to evaluate, a thorough evaluation could not be performed. The house retain sample for the reported final kit was pulled for evaluation. The 27ga assembled needle was dimensionally and physically tested and met all incoming specifications. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR, becton dickinson for further investigation. If the needle is removed from the pt or any additional, pertinent info is received, a follow-up report will be submitted.